Event description:
It was reported that a patient underwent a sling procedure for the treatment of stress urinary incontinence on (B)(6) 2012. In (B)(6) 2012, the husband of the patient complained of pain during intercourse. The patient followed up with the physician. On exam, the physician found a prosthetic vaginal exposure. The suburethral tape was exposed. The patient underwent reoperation on (B)(6) 2012 to explant the material. The patient is doing well today. The physician is waiting to see if her incontinence persists before considering implanting another sling. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01321. The same patient is represented in each medwatch.